Event description:
It was reported that the bd vacutainer® flashback blood collection needle had "red sticky" foreign matter on the needle. The following information was provided by the initial reporter, translated from chinese to english: disposable venous blood collection needle, with red substance sticking in the blood return window of the straight needle.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. The nature and origin of the foreign matter could not be determined from the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."